Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The account submitted a log file for review. The system controller event log file contains data from (B)(6) 2020 at 23:14:05 through (B)(6) 2020 at 9:41:26. Transient pi events were observed throughout the log file, resulting in momentary decreases in speed per design. No low flow events were observed throughout the log file as the log file did not capture events prior to (B)(6) 2020. The pump appeared to function as intended. The account communicated that the patient had low flow alarms. According to the account, the patient was found to be in slow ventricular tachycardia (vt). The patient was asymptomatic with plans to undergo ablation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). Review of the device history records showed no deviations from manufacturing and quality assurance specifications. The implant kit was shipped to the customer on (B)(6) 2016. The heartmate 3 lvas IFU is currently available. This IFU lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The section entitled ¿system monitor¿ explains that the low flow hazard alarm is triggered when pump flow is less than 2.5 lpm, the pump has stopped, the pump is not operating properly, or the driveline is disconnected from the system controller. Changes in patient conditions can result in low flow, such as hypertension. The section entitled ¿alarms and troubleshooting¿ explains all system alarms and the recommended actions associated with them. This document also explains that pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events are also referred to as pi events, and may be initiated for reasons other than true pi events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. If the system detects a pi event, the pump speed automatically drops to the low speed limit and slowly ramps back up at a rate of 100 rpm per second to the fixed speed setpoint. This drop in speed is accompanied by a reduced pump flow. There are no audible alarms with a pi event. The heartmate 3 lvas patient handbook is also available. The section entitled "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document patient the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient reported low flow alarms. Log file submitted captured constant pulsatility index (pi) events all throughout the log which shortened the log data capture to about 10 hours as new incoming data pushed out older data so no low flow events were noted in the log. The patient was found to be in slow ventricular tachycardia (vt). The patient was asymptomatic. The patient was to undergo an ablation. No items replaced or returned. No additional information provided.